Event description:
The pt experienced "overdose symptoms" following refill. Interrogation of the pump indicated that the daily dose was almost triple the previous dose; from 3.6 mg/day to 9.9 mg/day. A second drug had been added during the refill session.